Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative was unable to replicate the reported issue. The logs for the navigation system were reviewed by medtronic personnel. However, the logs provided no additional insight into the probable cause of the anomaly. No parts were replaced. No parts have been received by manufacturer for evaluation.

Event description:
A site representative reported that during a procedure, the imaging system would not perform image acquisitions intermittently. Rebooting the system resolved the issue. The procedure was completed with the use of imaging. There was a delay of less than 1 hour. No impact on patient outcome.

Manufacturer narrative:
Additional information: patient demographics provided. A medtronic representative reported that the issue occurred in a lumbar posterior spinal fusion. It was noted that the issue occurred after anesthesia had been administered and an incision had been made. .

Manufacturer narrative:
Review of this event and/or additional information received shows that there is no evidence to reasonably suggest that the device in this report or a similar device would be likely to cause or contribute to a death or serious injury if the malfunction were to recur. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.

Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined.